Manufacturer narrative:
The system was examined and the reported event was replicated. The reported event and found no illumination from the table top illuminator. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2013. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The lamp was installed into a known good system and booted up. Upon boot-up, the system displayed system message (sm). And the lamp was found to be nonconforming. However, how and when the lamp became nonconforming cannot be determined conclusively. The lamp was found to be nonconforming. However, how and when the lamp became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A scrub technician reported that the bulb needed to be changed during a vitrectomy surgical procedure. The staff used the lower lamp to complete the surgical procedure. There was no harm to the patient. Additional information has been requested.